Event description:
It was reported that the cockpit shut down due to restraint on cable between display and ventilator. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow- up report.